Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing the device exhibited an "air in line¿ alarm. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional testing, the customer problem was duplicated. The pump was found to have an "air in line" error and the air detector was bent. The cause of the customer reported problem was the air detector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the air detector, and the pump passed all functional tests and performed as intended after repair.